Event description:
It was reported that there was an unk performance issue with a shunt that caused pt discomfort. The shunt was explanted and pt's symptoms improved.

Manufacturer narrative:
The customer reported a strata 2, adjustable delta valve, regular, however the lot # reported and the returned product were identified as a strata 2, adjustable delta valve, small. Also returned with the valve was a peritoneal catheter that was sutured to the outlet connector. There were large amounts of red proteinaceous debris found within the catheter and valve. The inlet connector of the valve was bent and appeared crushed on both sides consistent with tool markings. The valve was patent and passed leakage as well as siphon testing. However, the valve failed reflux testing, which precluded measuring of pressure flow characteristics and preimplantation testing. A dissection of the valve identified that reflux may be due to physical damage. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.